Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose reaching 575 mg/dl the previous night. It was also found the customer's insulin pump fell to the floor, causing the battery to come out. The customer reported they were feeling fine from their high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.